Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon leaked, and a patient vessel perforation occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. Another manufacturer's guide wire crossed the lesion. The apex monorail balloon 1.5mm x 15mm was advanced to the lesion and inflated at 4 atms for 15 seconds, and a vessel perforation was reported. The balloon was inflated a second time at 6atms for 60 seconds in an attempt to seal the perforation, and a balloon leak was reported. The physician intended on implanting an unspecified stent. However, the lesion was not able to be treated, so the procedure was discontinued. Surgery was considered, however, the "patient was not indicated." The patient was sent to the ICU for "echo and balloon pump." Chest discomfort was reported and the patient's condition is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.